Event description:
Customer reports inconsistent inr results between protime microcoagulation system and an unspecified lab instrument. This report is for pt 1 of 2. Pt therapeutic range 2.0 - 3.0. Inr in 2009, protime inr 4.71. Pt was hospitalized and received a transfusion. Four days later, protime inr 1.2 vs lab 2.09. No adjustment in coumadin dosage made. No reports of adverse events, serious injuries.

Manufacturer narrative:
Manufacturer conclusions: manufacturer evaluation/investigation currently in process.